Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search performed: no similar complaints were reported for units in the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -7.00 diopter, in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the patient experienced iris herniation, and reduction surgery. On the next day, the patient experienced ocular pain and blurry vision, with shallow anterior chamber, moderate diffuse corneal edema and ocular hypertension. The central port of the lens was blocked by iris pigment. Iridectomy surgery was performed, and the problem was resolved. Enlargement of pi or addition of new pi surgery was also performed. As of the day of MDR submission the lens remains implanted, will not be returned.